Event description:
It was reported that insertion of catheter on left side was successful; however, the innominate vein was most likely perforated with the introducer or dilator. Clinician was able to pass pa catheter. A hematoma was found at left subclavian vein, intra-operatively. It was noted that this was a long catheter in a short pt.